Event description:
Response was received from the physician. Per the physician, device information is unknown since it occurred "a while ago," and that the explant was for patient comfort only.

Event description:
It was reported that the patient picks at the implant site and ¿it is almost through the skin.¿ the neurologist would like the vns removed due to the patient manipulation and also noted that the vns has been depleted for several years. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary as it will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.